Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported rupture. Healthcare professional later reported "rupture and capsular contracture (baker grade unknown)" against left device. The device remains implanted.

Event description:
Patient reported, left side rupture and capsular contracture baker grade iii. Later, healthcare professional confirmed no sign of rupture per mammogram report. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, opening curved on posterior, wear abrasion and crease fold. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional updated left capsular contracture to baker grade iii. Device has been explanted.